Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18617206 , model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was no longer getting stimulation. It was mentioned that there were high impedances on eleven (11) out of sixteen (16) contacts. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively.